Manufacturer narrative:
In further review it was observed that the patient was experiencing visual disturbance and halos/glare, however it was inadvertently not included in the initial report. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens was explanted as patient was unhappy with their post op vision. There was no incision enlargement, vitrectomy or sutures required. There was no patient injury reported. The lens was replaced with a non-amo lens with a lower diopter size. No further information was provided.